Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high impedance and a fracture on the right ventricular lead. The lead was capped and replaced on oct 30, 2018 and the patient was stable.